Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and hematoma.

Event description:
Healthcare professional reported right side " ulcerated seroma, possibly triggered by chronic hematoma." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late and hematoma: unable to observe as it is a medical event that is not related to the device. It is possible to determine the lot number 3025795 and catalog n-tsf385 through the photos provided. Refer to (B)(4) covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side " ulcerated seroma, possibly triggered by chronic hematoma." The device has been explanted.